Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had diminished battery life, rejected batteries, keypad buttons are harder to press, and wear on battery cap indentation. The pump settings are reset after battery changes. The pump is also cracked near the screen. It is also reported that the infusion set squirts insulin during the priming process. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.